Event description:
It was reported that following an implant procedure, the patient developed an infection at the pocket site, which was attributed to the patients inability to heal the surgical wound. Reported symptoms included redness and swelling. The patient was treated with oral antibiotics and subsequently received intravenous antibiotics. The patient underwent implantable pulse generator (ipg) explant procedure. Patients symptoms had improved. The explanted device will not be returned as it was retained by patient.